Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "thirst, drinking water, frequent urination, rapid weight loss," and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained an unspecified laboratory result, admitted the customer to the intensive care unit (ICU), and provided an unspecified treatment for the diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event. The customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan results of 67 mg/dl compared to reading of 500 mg/dl respectively obtained on a laboratory result and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event. There was no report of death, serious injury, or mistreatment associated with this event.